Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The lesion being treated was located in the left anterior descending (lad) artery. The physician attempted to place the 2.25x16mm taxus express atom drug eluting stent, but was unable to cross 2 previously placed non-bsc stents. When they attempted to remove the stent, resistance removing the stent delivery system from the wire was felt. They were able to remove the stent delivery system without removing the guide catheter and guide wire. The procedure was completed using a 2.5x30mm maverick balloon. No patient complications were reported. Patient status reported as "ok".